Event description:
It was reported there are segments missing in the display. The device was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Lower case is scratched up. Ring cover is broken. The ring is missing. Keyboard pad is scratched. Serial number label is torn.